Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during a lead revision procedure, the pulse generator exhibited backup vvi operation after being exposed to electrocautery. A software download did not restore the device. The device was explanted and replaced. The patient was in stable condition post procedure.